Event description:
It was reported that 11x180 125 degree gamma nail broke. Implant was removed and a 11x360 125 degree gamma nail was implanted. Patient's original procedure was done at unknown hospital in michigan.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the trochanteric gamma nail to be the primary product. All other mentioned products are regarded to be concomitant items. The returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material and manufacturing. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill (notching effect/creation of the starting point of the implant breakage at the lateral edge of the left bridge). A more precise statement is not possible with the information given.

Event description:
It was reported that 11x180 125 degree gamma nail broke. Implant was removed and a 11x360 125 degree gamma nail was implanted. Patient's original procedure was done at unknown hospital in (B)(6).